Event description:
A HEALTHCARE FACILITY IN CANADA REPORTED VIA A FISHER AND PAYKEL (F&P) FIELD REPRESENTATIVE THAT ON (B)(6) 2026, A HEATED BREATHING TUBE AS PART OF THE 900PT561 HEATED BREATHING TUBE AND CHAMBER KIT WAS FOUND TO BE KINKED DURING PATIENT USE. THE HEALTHCARE FACILITY REPORTED THAT THE F&P AIRVO 2 USED WITH THE SUBJECT HBT WAS OBSERVED TO HAVE A BLOCKAGE ALARM. THE HEALTHCARE FACILITY REPORTED THAT THE PATIENT WAS LAST OBSERVED TO BE AWAKE AND ALERT AT APPROXIMATELY 2130-2135. THE HEALTHCARE FACILITY FURTHER STATED THAT WHEN THE ALARM FROM THE F&P AIRVO 2 WAS FOUND, THE PATIENT'S PULSE WAS PRESENT AND A NON-REBREATHER MASK WAS PLACED ON THE PATIENT. THE HEALTHCARE FACILITY STAFF NOTED THAT THE PATIENT WAS UNRESPONSIVE TO PAINFUL STIMULI AND SUBSEQUENTLY CALLED A CODE. THE CODE TEAM ARRIVED AT APPROXIMATELY 2150, WHERE THE PATIENT WAS REPORTEDLY PULSELESS WITH AGONAL BREATHING. IN REFERENCE TO THE REPORTED EVENT, THE HEALTHCARE FACILITY FURTHER STATED THAT "THE AIRVO RESPONDED APPROPRIATELY, AND IT APPEARS THAT THIS HAD MORE DO WITH A LACK OR APPROPRIATE PATIENT SUPERVISION AND MONITORING".

Manufacturer narrative:
(B)(4). D4, H4: COMPLETE DEVICE IDENTIFICATION INFORMATION HAS BEEN REQUESTED FROM THE HEALTHCARE FACILITY. FISHER & PAYKEL HEALTHCARE (F&P) IS CURRENTLY IN THE PROCESS OF COMPLETING F&P'S INVESTIGATION. F&P WILL PROVIDE A FOLLOW UP REPORT UPON COMPLETION OF F&P'S INVESTIGATION. PRODUCT BACKGROUND: THE HEATED BREATHING TUBE (HBT) IS A COMPONENT DESIGNED FOR USE WITH THE AIRVO HUMIDIFICATION SERIES, FOR THE DELIVERY OF HUMIDIFIED RESPIRATORY GASES TO PATIENTS, INCLUDING THOSE WHO ARE RECEIVING NASAL HIGH FLOW (NHF) THERAPY. NHF THERAPY IS INTENDED FOR USE WITH SPONTANEOUSLY BREATHING PATIENTS WHO WOULD BENEFIT FROM RECEIVING HIGH FLOW WARMED AND HUMIDIFIED RESPIRATORY GASES. THE AIRVO DEVICE SHOULD NOT BE USED FOR LIFE SUPPORT PURPOSES, AND APPROPRIATE PATIENT MONITORING MUST BE USED AT ALL TIMES. THE HBT AS PART OF THE AIRVO SYSTEM CONTAINS A HEATER WIRE ENCAPSULATED IN PLASTIC WHICH ENSURES OPTIMAL TEMPERATURE AND HUMIDIFICATION LEVELS ARE DELIVERED TO THE PATIENT INTERFACE WHILE MINIMIZING THE AMOUNT OF CONDENSATE IN THE TUBE.

Event description:
A healthcare facility in (b)(6) reported via a Fisher and Paykel Healthcare (F&P) field representative that on (b)(6) 2026 an F&P Heated Breathing Tube was found to be kinked during patient use. The healthcare facility reported that the F&P Airvo 2 Humidifier (Airvo 2) used with the subject HBT was observed to have a blockage alarm.The healthcare facility reported that the patient was unmonitored during the event and was last observed to be awake and alert at approximately 2130-2135. The healthcare facility further stated that when the alarm from the Airvo 2 was found, the patient's pulse was present and a non-rebreather mask was placed on the patient. The healthcare facility staff noted that the patient was unresponsive to painful stimuli and subsequently called a code. The code team arrived at approximately 2150, where the patient was reportedly pulseless with agonal breathing. The healthcare facility staff stated that the patient's time of death was recorded at 2200 and the cause of death was hypoxic respiratory arrest. The healthcare facility further reported that patient had a "Do Not Resuscitate" order in place. In reference to the reported event, the healthcare facility stated that "the Airvo responded appropriately, and it appears that this had more do with a lack or appropriate patient supervision and monitoring".

Manufacturer narrative:
(b)(4)Corrected Data: A2, A3a, B4, B5, B7, D10, G3, G6, H2, H6.D4: The model number and device details of the subject HBT were requested but not provided by the healthcare facility. Based on the information provided by the healthcare facility that there was no reported nebulization use reported and the location of the healthcare facility, the subject HBT was likely part of the 900PT561 Heated Breathing Tube and Chamber Kit. Product background: The heated breathing tube (HBT) is a component designed for use with the Airvo Humidification Series, for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (NHF) therapy. NHF therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The Airvo device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.The HBT as part of the Airvo System contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube.Method: The subject HBT was not returned to Fisher & Paykel Healthcare (F&P) for evaluation. F&P's investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and F&P's knowledge of the product.Results: Visual inspection of the photograph provided by the healthcare facility confirmed that the tubing of the subject HBT had been twisted near the patient end likely obstructing flow during the reported event. The healthcare facility stated that the patient was unmonitored during the event. The healthcare facility further stated that when the alarm from the F&P Airvo 2 was found, the patient's pulse was present and a non-rebreather mask was placed on the patient. The healthcare facility staff noted that the patient was unresponsive to painful stimuli and subsequently called a code. The code team arrived at approximately 2150, where the patient was reportedly pulseless with agonal breathing. The healthcare facility staff stated that the patient's time of death was recorded at 2200, and the cause of death was hypoxic respiratory arrest. The healthcare facility further reported that patient had a "Do Not Resuscitate" order in place. In reference to the reported event, the healthcare facility further stated that "the Airvo responded appropriately, and it appears that this had more do with a lack or appropriate patient supervision and monitoring". Conclusion: F&P's investigation was unable to determine the exact cause of the observed damage to the subject HBT. Based on F&P's knowledge of the product, observation of the damage to the subject HBT through the photograph provided by the healthcare facility, and previous investigations of similar complaints, it is possible that the tubing of the subject HBT may have been subjected to excessive force.Alarm conditions, including error codes, generated by the PT101 Airvo 2 Humidifier are a safety feature to alert the user to conditions detected by the device which can affect the ability of the Airvo 2 device to operate as intended, so that the user can take appropriate and timely action to prevent interruption to therapy.The User Instructions for all HBTs designed for use with the Airvo Humidification series show in pictorial format the correct placement of the device and includes the following information: "Do not add heat to any part of the breathing tube e.g., covering with a blanket, or heating it in an incubator or overhead heater for a neonate, as this could result in serious injury." "Connect breathing tube clip to patient clothing or bedding." "Never operate the unit if the breathing tube has been damaged with holes, tears or kinks" "Do not block the flow of air through the unit and breathing tube."All HBTs designed for use with the Airvo Humidification series are visually inspected and undergo functional tests, including soak and temperature, and heater wire resistance. The HBTs are 100% visually inspected using a camera system. The HBTs are also tested for resistance, continuity, polarity and pitch during production. Additionally, a functional test is conducted under load. The subject HBT would have met the required specifications at the time of production.The User Instructions for the Airvo 2 state:"The unit is not intended for life support. Do not use the Airvo 2 on patients who cannot tolerate a brief interruption of therapy." "Appropriate patient monitoring must be used at all times." "Never operate the unit if the heated breathing tube has been damaged with holes, tears or kinks."